Event description:
The report received from the affiliate indicated the pt was included in a clinical study (B)(4). Approximately thirty-two and one-half months after the index procedure, the pt complained of chest pain and was admitted to the hospital. Coronary angiography was done and a diffuse in-stent restenosis (isr) was noted involving the two previously implanted cypher stents. The pt had a cypher 2.5 x 18 mm and a 3.0 x 18 mm stent implanted in overlapping fashion in the mid left anterior descending (lad) target lesion. The restenosis was treated by balloon angioplasty using a 2.0 x 10 mm balloon at 10 atm/duration unk. The residual stenosis was 0%. The pt was discharged four days after the procedure. The physician's comment regarding the event was that it may be a de novo lesion, but the cause of the event is unk. There was no obvious problem with the cypher stent.

Manufacturer narrative:
The index procedure was an elective case done by the brachial approach. The target lesion was the mid lad. The lesion was reported to be: de novo, eccentric, focal, a bifurcation lesion, not calcified or tortuous, 2.35 mm vessel diameter, 8.46 mm length, a 56% stenosis, and type b2. The lesion was not pre-dilated. A cypher 2.5 x 18 mm stent (stent #1) was implanted at 12 atm for 31-60 sec by direct stenting. An add'l cypher 3.0 x 18 mm stent (stent #2) was implanted at 10 atm for 31-60 sec proximal to the first stent in overlapping fashion. The flow pre and post-procedure was timi 3. The residual stenosis was 26%. Ivus was done. The pt had a follow-up coronary angiogram done approximately seven months after the index procedure and there was no reported problem with the cypher stents. Please note that device ((B)(4), lot# i0804025) is distributed outside the united states, however, it is similar to the united states product (B)(4). The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2008-00946 and # 9616099-2008-00947.